Event description:
It was reported that the subject device had internal defects of channel and there was a stent inside of the scope. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical damage to the device may have prevented removal of the foreign matter. The event can be detected/prevented by the following instructions for use which state: important information ¿ please read before use reprocessing before the first use/reprocessing and storage after use after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance. Olympus will continue to monitor field performance for this device.